Event description:
During an ercp procedure the physician used a wilson-cook howell d.a.s.h. Extraction balloon to remove stones from the common bile duct. During pretest, the balloon inflated properly and no leakage was noted. After one sweep of the cbd, the balloon material detached from the catheter and fell into the duodenum, where it was left to pass. The procedure was completed using a second extraction balloon without incident. No injury to the patient was reported.